Event description:
It was reported that the t2 of the ultra fast-fix ab assembly anchor fell out during the procedure. A backup device was used to complete the procedure. All anchors removed from patient with no patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture were returned. Trigger has been fully advanced indicating a complete deployment. Reported complaint of non-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.